Event description:
ER nurse removed bd insyte autoguard needle from plastic protective sheath to start an IV in a pt. The white IV catheter that is to remain in the pt did not come out with the needle, but remained stuck in the plastic protective sheath. The needle was discarded, but the catheter stuck in the protective sheath was saved for inspection. No injury or harm to the pt.